Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the pulse rate was abnormal. The value varied 20-30 or 48,47. The spo2 was normal. The same condition occurred with another sensor replaced. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).